Event description:
Same case as MDR ID:2134265-2015-03935. It was reported that the burr was stuck on the wire. The target lesion was located in the coronary artery. A rotawire and a 1.50mm rotalink¿ plus were selected for treatment. During the procedure, it was observed that the last 3cm of the rotawire broke and was stuck inside the coronary artery. The physician noticed the burr was stuck on the wire and removed the devices from the patient together. The distal end of the wire was not able to be removed from the patient. There were no further patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis with a guidewire inserted into the device and was removed without any issues. A visual examination of the complaint unit was carried out. Also, connect /disconnect test and a tug test was carried out and no issues were noted with the handshake connection. Microscopic examination of the burr observed no issues with the annulus of the burr and the burr was within specification. The device was wet tested and no speed was achieved; the handshake connection of the advancer unit would not rotate and the turbine was also seized. The advancer unit was dismantled to examine the turbine and a melted ultem and a corroded turbine was evident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer." (B)(4).

Event description:
Same case as MDR ID:2134265-2015-03935. It was reported that the burr was stuck on the wire. The target lesion was located in the coronary artery. A rotawire and a 1.50mm rotalink¿ plus were selected for treatment. During the procedure, it was observed that the last 3cm of the rotawire broke and was stuck inside the coronary artery. The physician noticed the burr was stuck on the wire and removed the devices from the patient together. The distal end of the wire was not able to be removed from the patient. There were no further patient complications reported.

Manufacturer narrative:
(B)(4).